Manufacturer narrative:
The device was returned for evaluation.  The controller passed external visual inspection but failed functional testing. The "no power" alarm remained silent when both power sources were disconnected from the controller. Internal inspection revealed that the internal battery (bt1) was not being charged due to pins 13,14, 15 and 16 having cracked soldered connections between the pcb pads and u20(ic charger).  Once the soldering was corrected, the internal battery (bt1) was able to charge and perform as intended. The actual root cause was confirmed to be a defective solder joint on the controller printed circuit board. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller's "no power" alarm failed. The controller was exchanged without consequence to the patient. No further information was provided.